Event description:
Home infusion pt receiving tpn therapy at home using cadd prism pump and high volume administration set #21-7081 without problems for 2 months. When new high volume administration set #21-7081j introduced for use problems with difficulty priming in-line filter and blood backing up into IV tubing occurred. After much trial and error, pt was switched to another administration set #21-7083.